Event description:
I am type 1 diabetic. I wear dexcom g5 cgm. I used to have the g4 model. I was switched to the g5 a few months ago. I noticed on the g5 it is constantly losing connection and not reading my blood sugar. Constant which means not reading. Also they say 25 foot range no longer true if it is not within 5 feet of me loses signal. I am having to change needles every 2-3 days. They say every 6 days. I get bad sensor alarm constantly. The background screen is now white. I cannot read the screen without getting reading glasses and even then trend arrows are so blended in white I sometimes use magnifying glass. The problem I used the dexcom g4 for years. Received signal I'd say 95% of the time. The new g5 I'd say 40%. Hopefully FDA is aware type 1 diabetics know our stuff. We live and breath it every minute. I inserted new "sensor" thursday (B)(6) 2016. Went to bed saturday night. Fortunately woke up in middle of night with blood sugar of 35 at 2am. When I recovered I looked at my dexcom it was displaying no readings, no alarm again. There is a problem with the g5 aside from that I can't see it. There was also a question of alarms not working so dexcom sent me a replacement and that one wouldn't even sync with sensor so I have to send it back. I just put my g4 back on because I know it works but the sensor probably has very little life in it. Also with the g5 I don't use it to an (B)(6) just using the transmitter. Being a registered nurse for 20 years and a type 1 diabetic for 10 I know there is an issue with the g5 hoping someone can look into this issue. Maybe send out a survey to g5 users to see how often they have signal loss. Dexcom will tell me change the site, maybe got wet, maybe this maybe that. I'm doing nothing different than did with g4 and my weight hasn't changed a pound. Thank you, (B)(6).